Manufacturer narrative:
The events of capsular contracture and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "diagnosis of bia alcl." Date of alcl diagnosis: (B)(6) 2017.

Event description:
Patient representative reported ¿development of anaplastic large cell lymphoma,¿ pathological markers not provided, ¿pain and hardness in left breast¿ ¿capsular contracture,¿ baker grade not specified,¿ ¿suffers from serious emotional distress¿ and ¿mental and emotional ¿ suffering.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ this event is not related to the device. Device was explanted. This record is for the left side.